Event description:
Boston scientific received information that this left ventricular lead displayed loss of capture and a lack of pacing when required. The lead was determined to have dislodged. A lead revision procedure was performed where the lead was explanted. The lead is to be returned for analysis. There were on adverse patient effects reported.

Manufacturer narrative:
The lead has not yet been returned. Should additional information become available, this report will be updated.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. All measurements throughout testing were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.